Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to reproduce the reported symptom but confirmed the symptom through the history log. The processor and input/output printed circuit boards (pcbs) were calibrated with pcbs passing. The upstream and downstream sensors have been known contributors to the reported symptom in past repairs and both were replaced.

Event description:
It was reported that a pump displayed system error 345 during an infusion. This reported symptom interrupted therapy for greater than one minute, but per customer contact did not cause any patient injury or adverse event.